Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the spacer broke from the central part upon insertion. Product came in contact with the patient. No patient complications were reported as a result of event.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed the implant was returned with a crack running 180 degrees around the smaller cross-sectional material at the screw hole. Per the event description, the implant was fractured during the insertion process . This is consistent with significant impaction force utilized during the attempted insertion. If information is provided in the future, a supplemental report will be issued.